Event description:
It was reported that patient presented with a pseudoarthrosis at l3-4 and spinal stenosis. All hardware from l3-4 was removed and l2-5 was re-instrumented. The patient's condition has not been attributed to any one device. As such, this report is being filed for one isola expedium bolt, 175422845, which will be representative of the event. The other explanted devices are being identified as concomitant devices. Concomitant devices: isola expedium ti fixed bolts, 175422545, qty = 3; isola expedium locking nut nested plate, 175491150 x 4; isola expedium ti nested plate, medium with hole, 185465101 x 2.

Manufacturer narrative:
The devices are not available for evaluation. Reviews of the device history records cannot be performed as the lot codes are unknown. Without product samples, we are unable to confirm the reported issue or identify the root cause. The patient's condition has not been attributed to any one device. The patient is reported to be a heavy smoker, weighing (B)(6), and has had seven prior spine related surgeries. As noted in the accompanying IFU, patients who smoke have been observed to experience higher rates of pseudarthrosis following surgical procedures where bone graft is used. Additionally, smoking has been shown to cause diffuse degeneration of intervertebral discs. Progressive degeneration of adjacent segments caused by smoking can lead to late clinical failure (recurring pain) even after successful fusion and initial clinical improvement. Also, an overweight or obese patient can produce loads on the device that can lead to failure of the appliance and the operation. Review of complaint data found no emerging trends. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Devices not available for evaluation.